Event description:
Customer reported blood glucose results of 141 mg/dl and 292 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.